Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated the battery was changed but the issue was not resolved. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring - black customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Insulin pump powered on successfully. Insulin pump passed displacement test and active current test. Insulin pump did not pass sleep current test due to a corroded battery tube and it did not pass self test due to a vibration anomaly caused by moisture on the vibration harness assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Numerous failed battery test were found on (B)(6)2021 between 20:27 and 20:28 after a off no power alarm on the same date on 20:16 and 20:26 due to a pump error 53. The history download confirmed pump error 53 due to software error found on (B)(6) 2021 at 20:28. The formatted history file confirmed pump error 53 alarm (line number 5632 file number 2005). Problem isolated to the electronic assembly as per global logic analysis esf2610666. The insulin pump was cut open and the electronic assembly, battery cap and battery tube were inspected and moisture damage on the vibration harness assembly was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case and corroded battery tube. In summary, customers alleged blank display was not confirmed. However, pump error 53 was noted in the history download due to a software error as well as a vibration anomaly due to moisture damage found on the vibration harness assembly. Additionally, several off no power alarms and failed battery test were found in the history download following the pump error 53 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.